Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient had periprosthetic fracture of left hip from previous total hip done on (B)(6) 2006. Update: "left hip proximal femur was fractured stem removed , head removed poly was exchanged."